Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained by the medical surveillance specialist during a follow-up call with the patient. The patient claimed that the meter stopped powering on, on (B)(6) 2016. The patient has diabetes which she manages by self-adjusting insulin doses depending on results and food intake. The patient also indicated that she has a brain implant. She was unable to say whether she made any changes to her usual diabetes management routine after the start of the alleged issue. She indicated that on (B)(6) 2016, a blood glucose result was obtained on an accu-chek meter. She reported that 3-4 days later, she had ¿high [blood] sugar levels¿. She indicated that she experienced a number of ¿seizures¿ and ¿fell¿. She reported that because her doctor was concerned about her condition, she was hospitalized ¿for a couple of days¿. She indicated that at 2am on (B)(6) 2016, she had a head scan performed by a healthcare professional (hcp). The patient was unable to say what had caused her condition, but she was unable to rule out the problems with the meter as at least being partly responsible. At the time of troubleshooting, the cca noted the meter was being used for the first time. Based on the information provided, there had been no misuse of the meter. The patient had been using the correct test strips; however, the meter would not power on manually with a button press or when a test strip was inserted per owner¿s manual. Based on the information provided, the meter¿s battery did not need to be replaced. The issue could not be resolved with training and remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms which may be suggestive of an acutediabetes excursion, after the alleged power issue began.